Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results for the mcm20 instrument confirmed that it was returned non-functional. The clip was incorrectly loaded into the clip track; therefore the remaining clips could not be fed into the jaws. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a CABG procedure, the clip couldn't advance inside the jaw. No patient consequences were reported.